Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he experienced high blood glucose levels. The customer's blood glucose was 310 mg/dl. The customer expressed feeling fine but just sluggish. The customer treated his blood glucose with a bolus and insulin pump therapy. While troubleshooting, the customer stated that the drive support cap was sticking out. The customer was unaware of how the damage occurred. The customer declined to fully complete the troubleshooting. The customer was advised to change the entire infusion set, reservoir, and insulin and then treat per healthcare provider's instructions. The customer was then advised that his insulin pump would be replaced due to the drive support cap damage. The customer was advised to revert to a medically prescribed back-up plan. The customer returned the insulin pump for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.